Manufacturer narrative:
Additional information. The complaint allegation was confirmed. One unpackaged ar-8400bc bone cutter, 4.0 mm x 13 cm batch number 15213860, was received for evaluation. Functional testing could not be conducted as the device was received in a broken state. Upon visual inspection, it was determined that the device was damaged. The inner tube had ruptured, and the outer tube was bent. Additionally, it was observed that the hub had been disassembled. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. Dfu-0215-eor1_fmt_en. E. Warnings. 5. Failure to use this device in accordance with the directions for use below may result in device failure, render the device unsuitable for its intended use, or compromise the procedure. F. Precautions. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry).

Event description:
Update 23-jul-2024: during a phone call the following additional information were made available. It was further confirmed that all devices ar-8500obe, ar-8400bc and ar-6420cex failed during the same surgery, because the surgeon had to increase the pressure as the patient bone was very hard.

Event description:
It was reported that during a rotator cuff surgery the device ar-8400bc (lot: 15213860) broke. No fragments of the broken device remained inside the patient. The surgery was finished successfully with new devices with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.